Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger.

Event description:
The consumer reported their charging disc got overheated while in use and they had to stop charging while it cooled down. The patient was implanted for non-malignant pain. Additional information received from the consumer indicated that there were no changes that led to the overheating. There were no steps taken to resolve the overheating, but they contacted a manufacturer representative and they were meeting at the doctor's office on (B)(6) 2017. Additional information received from the consumer indicated that steps taken to resolve the issue included using it only for a minimal time period, then wait to continue charging until cool. It often took 3-5 hours total. Additional information received from a healthcare provider (hcp) reported that a manufacturer representative performed troubleshooting related to the overheating charging disc. It was noted that they reset the settings. The hcp stated that the cause of the overheating charging disc was that the implantable neurostimulator (ins) pocket was too deep. It was further reported on (B)(6) 2017 by the patient that they were having charging difficulty. The patient stated that 3-4 months ago, they started charging their ins about 8 hours a day. They patient met with a manufacturer representative on (B)(6) 2017; they were told that the ins was implanted too deep and they needed to have the pocket revised. At that time, the patient was reprogrammed so that they wouldn¿t have to recharge as often. However, the new settings stopped helping the patient with their pain. The patient wanted to follow up with their manufacturer representative to ¿go back the other way¿ with their settings.